Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse for pulsed field ablation procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. It has been mentioned that upon insertion of the farawave catheter, the sheath was filled with air. Irrigation and manual aspiration with 20cc syringe and irrigation with macro dripper and 1000cc saline bag was used at continuous drip. No leak or air was in patient seen. The procedure was completed successfully by using a different device (same model). No patient complications were observed. The product is expected to be returned for analysis.